Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. It was reported that the patient was 100% pacemaker dependent in the ventricle. The device was interrogated and revealed normal lead measurements and nothing unusual. The physician ordered a long-term electrocardiogram. The physician reported that on the lon-term electrocardiogram there was one heart beat with an atrial stimulation which was not followed by a ventricular stimulation. The patient reported no symptoms. It was also noted that there were a few heartbeats with myopotentials recorded. The physician believes there were myopotentials that lead to pacing inhibition therefore the pacemaker was reprogrammed. The autosense function was turned off and fix sensitivity was turned on. The specific product details were unknown by the physician.